Event description:
It was reported that a pump was alarming for a "door not fully latched" message. There was no pt incident or adverse event. The alarm occurred after the first clinical use.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval confirmed the reported symptom of "door not fully latched" alarms. The unit was received inoperable due to "door not fully latched" alarm. This was caused by loose link screws (upper, lower and #3). The alarm was resolved during eval by adjusting the screws with the door performing as expected. As a result, the screws were replaced.